Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the ilet system did not provide glucose readings for an extended time, and the device continued to display a pairing status; troubleshooting and education were provided, including guidance on sensor selection, and the user was advised to contact dexcom for a sensor replacement, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure involving the antenna component of the transmitter/sensor communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was component failure.